Manufacturer narrative:
H3, h6: the 2.8mm q-fix all suture anchor devices, used in treatment, were returned for evaluation. A relationship between the devices and reported incident was not established. From the information provided, "during right shoulder arthroscopic stabilization surgery, anchor handle / inserter would not engage with drill guide, the surgeon re-drilled through the same hole; however, the anchor inserter still would not advance. The patient's bone was hard. The surgeon used mallet against advice and used a different spot to create a hole for a second anchor, therefore; a void was left on the patient." A review of manufacturing records for the reported lot number 2032116 found no non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. Visual inspection shows two deployed instruments and no manufacturing abnormalities. There was suture anchor left in the devices. The instruments came with sutures attached and their shafts are bent. The dial in both devices are fixed and could not be turned. No drill/drill guide and no disposable kit were returned. The device 1 was opened because of a rattle sound inside which revealed a broken off plastic piece. The device 2 is deformed and shows a lot of scratch/ scuff marks. The q-fix all suture anchors are a single use device and could not be fully functional tested. The knobs were fixed and could not be turned. The complaint was not verified. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: (1) excessive force on handle. (2) bone quality (3) bone hole size. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during right shoulder arthroscopic stabilization surgery, the anchor handle and inserter of the qfix anchor would not engage with the drill guide. The surgeon re-drilled through the same hole; however, the anchor inserter still would not advance. The patient's bone was hard and the surgeon used a mallet against advice but still failed. He decided ended up the procedure by letting a void on the patient and fixing with only two previous inserted anchors. No significant delay or patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.